Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A male patient underwent evar on (B)(6) 2013. When inner dilator was retrieved and taken out of the flexor sheath the valve wouldn't close and therefore the patient was constantly losing blood. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.